Event description:
It was reported that on (B)(6) 2004 the patient presented with painful disc disruption at l4-5 with controlled discogram levels at l3-4 and l5-s1, severe and incapacitating low back pain and right lumbar radicular syndrome. The patient underwent alif at l4-5 using infix device, matrix, and rhbmp-2/acs. On (B)(6) 2004 the patient underwent the second portion of a planned 360 fusion. Patient underwent posterior fusion l4-5 using pathfinder instrumentation, bone marrow aspirate, right iliac crest and matrix. On (B)(6) 2006 patient presented with continued lumbar radiculopathy. CT of the lumbar spine indicated ¿postsurgical changes at l4-5 and l5-s1¿ there is no evidence of recurrent or new disc herniation. There is a small amount of increased density anterior to the l5-s1 disc space bone graft apparently representing small amount of bonding material with mild peritoneal thickening.¿ on (B)(6) 2006, the patient presented with osteomyelitis. Radiographs of the mandible indicated ¿no typical plain radiographic features of mandibular osteomyelitis.¿ on (B)(6) 2007 the patient presented with low back pain and leg pain. An MRI of the lumbar spine indicated ¿status post interbody fusion at l4-5 and l5-s1. There is t1 and t2 prolongation as well as enhancement along the inferior endplate of l5 and superior endplate of s1 most likely representing degenerative endplate changes are postoperative changes. An infectious process is felt to be less likely but would be difficult to completely exclude. The actual degree of osseous fusion would be better assessed with CT. Bilateral pedicle screws at l4 and s1. Congenital narrowing of the spinal canal identified at l2-3 and l3-4. Small right paracentral/proximal foraminal disc protrusion at l2-3 measuring 2-3mm.¿ on (B)(6) 2007 the patient presented with cervical pain. An MRI of the cervical spine indicated ¿prior interbody graft placement c5-6 with anterior screw plate fixation; slight left-sided foraminal narrowing. Slight 2mm broad-based bulging c4-5 with normal appearing neuroforamina. Normal appearing cervical cord. No abnormal marrow infiltration. No abnormal paraspinal soft tissue mass is identified. Asymmetrically small left submandibular gland.¿ on (B)(6) 2007 the patient presented with neck pain and cervicalgia. A CT scan indicated ¿postoperative changes of c5-6 with nonfusion of the c5 and c6 vertebral bodies. Mild posterior disc osteophyte complex at c4-5 without evidence of central canal stenosis or neural foraminal narrowing.¿ on (B)(6) 2008 the patient presented with dysphagia. A CT scan of the cervical spine indicated ¿fluid and air in the retropharyngeal / laryngeal soft tissues likely related to recent surgery. This results in some mild mass effect on the posterior airway. No definite drainable collection is identified¿ no acute osseous abnormality or evidence of hardware failure.¿ on (B)(6) 2009 the patient presented with right sided pain. A myelogram indicated ¿spinal stenosis at l3-l4. The anterior buttressing screw placed into the anterior aspect of the sacrum at the l5-s1 disc level has retracted so that approximately 30% of its length remains engaged in bone.¿ CT scan indicated ¿l4 through s1 fusion has been performed as described above. There is moderate concentric spinal stenosis at l3-l4 and borderline spinal stenosis at l2-l3. There is no focal nerve root impingement, particularly any that would explain the patient¿s right sided symptoms.¿ on (B)(6) 2010 the patient presented with radiculopathy. Myelogram indicated ¿there has been an interbody fusion and posterolateral fusion from s1 to l4. There is a moderate stenosis of the thecal sac at l3-4 more pronounced when the patient is in the upright weight bearing position and relieved in the absence of weight-bearing.¿ CT indicated ¿there has been a posterolateral fusion with instrumentation from s1 to l4. There has been an interbody fusion at l4-5. This is well ossified. There has been an interbody fusion at l5-s1. There is incomplete ossification across the disc space at this level. There is a bulging annulus and thickened ligament flava at l3-4 resulting in a mild spinal stenosis. Stenosis at this level is more pronounced (moderate) when the patient was in the upright position. There is a small intraforaminal disk protrusion on the right at l2-3. Ventral and dorsal impressions resulting in moderate stenosis of the thecal sac at the l3-4 level.¿ on (B)(6) 2010 the patient underwent an emg. On (B)(6) 2010 the patient presented with mechanical low back pain with right radiculopathy, lumbar stenosis at l3-4, and right l2-3 small disk herniation. The patient underwent a plif l3-4 and psf l3-s1 using depuy instrumentation, rhbmp-2/acs, autologous bone, and baton. An external bone stimulator was also placed. Ap and lateral views of the lumbar spine indicated fusion l3-l5 with interbody bone grafting. Patientwas discharged on (B)(6) 2010. On (B)(6) 2011 the patient presented with back pain. A CT of the lumbar spine indicated ¿the dominant abnormality is posterior migration of the interbody bone graft at the l3-l4 level. The l4-l5 disc prosthesis is well positioned, as are the bilateral pedicle screws at l3, l4, and s1.¿ on (B)(6) 2011 the patient presented following an injury. An MRI of the left knee indicated ¿minimal medial compartment cartilage thinning without focal acute appearing defect. No ligament or meniscal tear. No joint effusion or bone bruise.¿ on (B)(6) 2012 patient presented with pain and swelling. A right lower extremity deep venous douplex doppler ultrasound found no evidence of dvt in the right leg. On (B)(6) 2013 patient presented with lumbar post-laminectomy syndrome and lumbar radiculitis. Patient underwent a fluoroscopically guided caudal epidural corticosteroid injection. On (B)(6) 2013 the patient presented with low back pain radiating to the right leg. An MRI of the lumbar spine indicated ¿multilevel degenerative and postoperative changes of the lumbar spine. Central canal stenosis is present at l3-4 secondary to posterior endplate spurring and disc bulging. There is moderate to severe right and moderate left neural foraminal stenosis at this level. Neural forarninal stenosis appears to be present at multiple levels of the lumbar spine, at least partly due to congenitally short pedicles¿ there is a small amount of fluid is suggested within the posterior soft tissues at the level of l4-5, of indeterminate significance. There is no appreciable associated enhancement.¿ (B)(6) 2013 patient presented with severe pain under previous right lumbar paraspinal incision for 4-5 months, electric shocks down right leg below knee into top of foot and toes, old numbness of right thigh. Patient was diagnosed with degeneration of lumbar or lumbosacral disc, disturbance of skin sensation, lumbago, spinal stenosis of lumbar region without neurogenic claudication.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. (B)(4)

Manufacturer narrative:
(B)(6).

Event description:
It was reported that (B)(6) 2010: the patient presented with pre-op diagnosis of mechanical low back pain with right radiculopathy. Lumbar stenosis at l3-4, worst when upright. Right l2-3 small disk herniation. History of lumbar fusion at l4-l5 in 2004 and l5-s1 fusion in 2005. For which the patient underwent: posterior lumbar interbody fusion at l3-4 using 12 mm cage with bone morphogenic protein. Posterior spinal segmental instrumentation from l3-s1 using titanium depuy pedicle screws and rods. 3. Removal of previous stryker from l4s1. Posterolateral fusion from l3-l4 using autologous bone graft, bone morphogenic protein and baton. Bilateral decompression from l3-l4 with foraminotomies. Right l2-l3 decompression with medial facetectomy and microforaminotomy. Harvesting of bone graft from local bone spinous processes and lamina. Placement of external bone simulator. Per op notes, using a horsley bone cutter, the spinous processes of l3 and the bottom of l2 were harvested for bone grafting purposes. The disk space was prepared and found to accommodate a 12 mm of bone graft from depuy which was packed with bone morphogenic protein and impacted into the disk space in an oblique fashion under fluoroscopy. The previously harvested bone graft was morselized and placed in the gutters from l3 down to s1. Bone morphogenic protein and the tests were also placed in the gutters between l3-4 after decorticating the transverse process at l3 bilaterally. The patient tolerated the procedure well with no complications being reported. On (B)(6) 2013: the patient presented with following pre-op diagnosis: lumbar post laminectomy syndrome/fbss. Lumbar radiculitis. For which procedure performed fluoroscopically guided caudal epidural corticosteroid injection. On (B)(6) 2013: the patient presented for a follow - up after MRI. Assessment: patient seem unrelated to the stenosis at l3-4 seen on most recent MRI.